Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized due to another indication. On the same day as peritonitis diagnosis, the patient was treated with vancomycin (1g, every 72 hours,, intraperitoneal, ongoing) and cefoperazone + sulbactam (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis and recovered from cloudy effluent. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 , b7 and e1. B5: upon follow up, it was reported that the patient recovered from peritonitis on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.